Event description:
Same case as MFR report #2134265-2009-05220. It was reported that during a peripheral stenting treatment procedure, withdrawal difficulties occurred. The 70% stenosed target lesion was located in the non-calcified and non-tortuous superficial femoral artery. A sentinol biliary 6x79x1350 stent was advanced over a magic torque guide wire. The stent was deployed. During withdrawal, the stent delivery catheter was "stuck" on the wire. The physician was "eventually" able to withdraw the stent delivery catheter from the wire with "some" difficulty by pulling. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The incident device is not being returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).